Manufacturer narrative:
D9. The concomitant product listed in d10 was returned and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial #: (B)(6) , ubd: 10-may-2024, UDI#: (B)(4)., product type accessory h3. Analysis summary: analysis found that on visual observation, the micro usb charge port was loose, rattling. The device failed battery charging bench test and the recharging circuitry was damaged. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable infusion pump for malignant pain. It was reported that the patient's communicator was not taking any charge. The patient mentioned the communicator had always been not great about charging, however for the past month, the communicator was no longer functioning properly. The patient also mentioned that they could hear a rattling sound in the communicator. The patient stated that last night they charged the communicator and it was not taking any charge and they had used different cords already. The patient stated the original charger for the communicator was not working and that the patient asked for a different charger, however that too didn't work well. An agent sent a request to repair to replace the communicator.